Event description:
The manufacturer received information alleging that the patient called to check her registration. She mentioned many are getting replacements and she really needs hers. She mentioned particulate in her humidifier about 6 weeks or so ago, so she got a replacement of just the humidifier. She mentioned having many lawyers numbers from the web related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received mentioned particulate in her humidifer about 6 weeks or so ago, so she got areplacement of just the humidifer. She mentioned having many lawyers numbers from the webrelated to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.